Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After impaction, the surgeon noticed two hairline cracks on the hip end effector.

Manufacturer narrative:
Reported event: customer reported that the tha end effector was found to have two hairline cracks noticed by the surgeon after the impaction phase of the mako tha procedure. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12-04-2015 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 206967, serial number: (B)(4), lot #: 19031214, RMA #: 235185. There have been no other events for the referenced serial number or lot number. Conclusions: the variable hip end effector has visible cracks along the notches of the various angles in the front of the end effector. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After impaction, the surgeon noticed two hairline cracks on the hip end effector.